Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the burr catheter loaded on it, and it could not be removed. The body of the guidewire was kinked/bent. Since there was no reported model for this ncpr, the kinks/bent on the body were measured from proximal to distal. Microscopic inspection noted that the spring tip was bent and stretched and dimensional inspection test could not be performed since the burr catheter could not be removed from the rotawire.

Event description:
Reportable based on device analysis completed on 23dec2025. Rotawire was returned (with MFR # 21351090) with no reported issues. However, device analysis revealed that the burr catheter could not be removed from the rotawire.